Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Customer reported low blood glucose symptoms with result of 9.5 mmol/l obtained on the mobile system. Customer self treated with food and tested 5.0 mmol/l within 10 minutes of the result of 9.5 mmol/l. On a different date customer tested 13.8 mmol/l on the mobile system and 4.2 mmol/l on a professional device within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.